Manufacturer narrative:
This report is for an unk - guides/sleeves/aiming: aiming arm/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a trochanteric fixation nail advance (tfna) the surgeon was struggling to insert a tfna fenestrated helical blade. It was recognized that the unknown aiming arm was a 130 degree and the nail was a 125 degree. The aiming arm was removed and changed to correct aiming arm. The helical blade was then inserted with ease. There were a five (5) minutes of surgical delay. The procedure was successfully completed. There was no patient consequence. Concomitant devices reported: titanium cannulated tfna nail (part#04.037.014s, lot#17p4144, quantity 1), tfna fenestrated helical blade (part#04.038.390s, lot#13l4644, quantity 1). This is report 1 of 1 for (B)(4).